Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the coordinator reported that both pt and surgeon were satisfied with the results. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can be determined at this time. Additional information was requested on 10/12/2011, 10/14/2011, 10/25/2011 and 11/02/2011 by phone, fax, and mail. Additional information was received on 10/14/2011. A completed questionnaire has not been received. (B)(4).